Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and this right ventricular (rv) lead exhibited low, out-of-range (oor) shocking lead impedance measurement of 0 ohms. Boston scientific technical services (ts) discussed troubleshooting options and suspected emi. Additional information was received indicating that the cause of this observation has not been determined and out of range impedance measurement was not recreated; normal follow-up will be continued. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.